Manufacturer narrative:
There was a button error alarm and no button response due to the moisture damage on the electronic assembly of the insulin pump. Moisture damage was found on the motor assembly of the pump. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was wearing the pump and all of a sudden it started to alarm. Customer received a button error alarm. Customer stated that she was not operating the pump when she received the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.